Event description:
It was reported that an 840 ventilator had the exhaled tidal volume out of specification. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced flow sensor. The unit passed all testing and operates within the manufacturing specifications